Manufacturer narrative:
A visual inspection was performed on the returned device. The reported retraction problem could not be confirmed due to the condition of the returned device. The material separation was confirmed as the distal neck of the filtration element was noted to be separated between the gold marker and the olive, as well as a small portion of the filtration element was separated from the filter frame structure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. Based on the reported information and analysis of the returned product, the reported difficulties were related to circumstances of the procedure. It is likely that the reported retraction problem was due to an excessive embolic load preventing the filter from being able to be fully collapsed into the retrieval catheter causing damage (separation) to the distal neck and filtration membrane. As a result, unexpected medical intervention was required to retrieve the filter with hemostats near the hemostasis valve. H6: medical device problem code 2017: guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with calcification. The emboshield nav6 embolic protection system (eps) was loaded over an 018 viper wire. Atherectomy was performed with a diamondback device. The physician elected to remove the emboshield nav6 eps filter before the procedure was completed; however, only about half of the filter was inside the retrieval catheter. The filter was very full of calcium and was pulled too hard and separated. The tip remained in the sheath. The filter was removed with hemostats from the sheath near the hemostasis valve. The whole sheath was removed and a new sheath was placed. There were no adverse patient sequela. No additional information was provided.